Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: france. It was reported that the patient experienced inflammatory reaction.

Manufacturer narrative:
Samples received: none. Analysis and results: there is a previous complaint of this code batch from the same end customer regarding another issue (thread breakage). We manufactured and distributed in the market (B)(4) of this code batch. There are no units in stock in b. Braun surgical's warehouse. No samples received from customer. Reviewed the batch manufacturing record, this product had an incidence during production (not related to this issue) and the results during the process fulfill usp/ep and b. Braun surgical requirements. For your information, biocompatibility of safil® has been tested in numerous experiments. In sensibilisation and irritation tests the harmlessness of safil® was proved. As stated in the IFU of safil mode of action: "when safil® suture materials are employed there is a mild inflammatory reaction, which is typical for an endogenous reaction to a foreign body. As time passes the suture material is encapsulated by fibrous connective tissue". Nevertheless there are risks (side effects) associated to the use of safil® suture, which are typical for any (absorbable) suture and which are mentioned in the IFU of safil®: "side effects: "as with all other suture materials long contact with salt solutions, such as urine and bile, can lead to lithiasis. As for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally. Existing infections may occasionally be enhanced by any foreign body. An occasional wound dehiscence and granulation may not be excluded." Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.